Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on bending section cover, water tightness was lost. There were few additional findings. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Scope connector cover plate had peeling. Paint on air/water-cylinder was peeled. Because guide pin of electrical connector was shaved, water tightness was lost. Sheet holder unit had corrosion due to water leakage. Due to peeling of the adhesive on bending section cover, insulation resistance value at distal end does not meet the standard value. Acoustic lens was damaged. Adhesive on bending section cover had a chip. Due to wear of angle wire, the play of up/down/right/left knob was out of the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrovideoscope exhibited leakage. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed, the acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to mishandling of the device by the user. However, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.